Event description:
Prior to the procedure the generator would not register temperature. Troubleshooting was unable to resolve the issue. The patient was prepped for the procedure when the case was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator was received for evaluation. Visual inspection revealed that the connectors, switches, and labels had no physical damage. All of the mounting hardware was secured and normal wear and tear was observed on the exterior enclosure. The nt generator was connected to an external power source and the generator was powered on successfully and booted to the main screen. The boot sequence was followed as anticipated and passed the self-test. The start selection was made and successfully preceded to the "electrode configuration" screen. The generator was powered cycled several times and no anomaly was noted. Sensory, motor, lesion, pulse and dosed modes were tested and the generator functioned as designed. Temperature calibration test was performed using a thermocouple calibrator and no abnormal temperature readings were observed on the channels. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The reported complaint of the generator not registering temperature could not be confirmed and the generator functioned as intended.